Event description:
Manufacturing records were reviewed for the tablet device and no unresolved nonconformances were noted prior to product distribution. The tablet device was returned to the manufacturer and is currently undergoing product analysis.

Event description:
An analysis was performed on the returned tablet and during startup it was identified that the display had no image. Once the display was replaced with a known good display no further anomalies were identified during tablet testing. The cause for display anomaly is associated with a defective display. A review of the returned software revealed no anomalies.

Manufacturer narrative:
(B)(4)

Event description:
A field representative reported that a tablet programmer displayed a blank white screen upon powering the unit on. No patients were affected. The programmer has not been received for product analysis to date.